Manufacturer narrative:
During prep of the mynxgrip vascular closure device (vcd), the balloon burst. There were no reported patient injuries. Another mynx device was used to complete the procedure. The mynxgrip device storage temperature did not exceeded 25 °c. The device was handled and prepped according to the instruction for use (IFU). The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure at prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use devices that do not maintain balloon pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During prep of the mynxgrip vascular closure device (vcd), the balloon burst. There were no patient injury. Another mynx device was used to complete the procedure. The mynxgrip device storage temperature did not exceeded 25 °c. The device was handled and prepped according to the instruction for use (IFU). The device is not available for analysis. No other information was provided.